Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bleeding broken skin under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient was prescribed nystatin and the irritation improved.